Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open while locked) could not be determined. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿based on the videos, the clip arm angle appears to be ~20° - 30°; this is an estimation based on visual assessment with the naked eye and cannot be confirmed. The clip appears to be stable, with no further clip arm opening evident in the videos. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made.¿ the device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the field safety notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). The mitraclip xt is filed under a separate medwatch report.

Event description:
This is being filed to report a mitraclip xtw that opened while locked. It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr), dilated left atrium, dense chordae network, and a restricted posterior leaflet. During a mitraclip procedure with an xtw clip, establishing final arm angle (efaa) was successful during preparation and the first efaa. During the second efaa, the xtw clip opened to about 5 degrees. After deployment, the clip opened to 20 degrees. The mr grade increased from 1-2 before deployment, to 2 post-deployment. It was decided to implant a second mitraclip to further reduce the mr. An xt clip became entangled in the chordae, due to a dense chordae network and suboptimal trajectory. Troubleshooting such as inverting the clip and small counter-movements in left ventricle were performed without success. During deployment, the clip tilted due to the strong chordae interaction and mr increased again. A third mitraclip, an nt, was implanted to stabilize the xt clip and further reduce the mr. The mr was not significantly reduced, and was at grade 3-4 post procedure. Further treatment options will be discussed with the patient. There was no clinically significant delay or adverse patient sequelae. No additional information was provided.